Event description:
It was reported to philips that the fluoroscopy and cine function were not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro cine was not happening. Review of the system log file showed that the image detection issue. Upon troubleshooting, fse found that, the flat detector controller (fdc) was unable to communicate with the detector. To resolve this issue, fse reset all the connections between the detector and fdc and tested the cables and detector fronted calibration was performed. After that, the system was returned to use in good working order. The codes were updated based on investigation summary. Evaluation method code was corrected.